Manufacturer narrative:
Philips service replaced defective power supply (pd. Scomp. Dcps_24v_12v_5v); system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system failed to start due to defective power supply on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.